Event description:
With hospira plum a+ infusion pumps, when the unit is left unplugged from the wall for a period of time, the pump displays different error codes. 1) recharge battery - which normally plugging in and charging the battery takes care of problem2)low battery - same as above, but sometimes we have to follow procedure for replacing battery3) replace battery - have to go into biomed mode and reset battery charging mode by saying battery was replaced. On rare occasions we actually have to replace the battery and charge unit.in #2 and #3 usually plugging them in alone will not recharge the battery. What happens is that if the pump gets to the point of not charging, the nurse will not know this and plug the unit into the wall to charge. The pump will not charge and if it is used for transport the pump will not operate on battery.